Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area like a burn with blisters. Patient thinks it's an allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to stop use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.